Manufacturer narrative:
The two (2) devices were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the leak. Functional leak testing was performed which identified a leak between the winged female luer lock adapter and the luer activated device (one-link). The condition was verified. The cause of the condition was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of two (2) returned one-link non-dehp microbore catheter extension sets, leaks were identified. This was observed during testing. No additional information is available.